Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the system freezes. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to further evaluate the reported issue. Although the fse did not witness the screen freeze, it was determined that the mainboard was faulty and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed. The mainboard was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.